Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose levels. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if any issues reappeared.